Event description:
Customer reported unit is not booting and loud beeping noise coming from the workstation when plugging it in to the wall outlet. No pt injury was reported.

Manufacturer narrative:
Ge service rep prformed an on site investigation. The failure could not be duplicated. Checked voltage from wall and compared it to transformer tap, all ok. Verified transformer tap within specs. Tighten the receptacle on the power plug. Booted system multiple times and verified system is operating by fluoroing in low and high technique before returning back to the customer.